Event description:
Patient monitor fell off mounting arm-- the whole rack with pressure modules and pressure cables including the monitor and masimo spo2 device fell on the floor disengaging the 2 monitosr from the rack. Biomed examined the rest of these devices on 3 units. All breakage was on 1 unit involving 5 devices. Screws were missing from the central section where longer pole was attached to facilitate masimo spo2 machines. Biomed feels extra strain put on this gcx product because monitor couldn't be turned as usual so staff pushed using lower channel cover.